Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectal cancer procedure, while disconnecting the rectum, the device was not able to fire. The surgeon was able to press the green button but could not squeeze the handle. To resolve the issue, surgeon performed a laparotomy procedure.